Event description:
The black protective cap came off the sharp end of the device in the package. This resulted in the device puncturing a hole in the package and breaking the sterile barrier. There was no patient involvement.